Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported difficulties appear to be user related. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Excessive force, guide wire selection incorrect. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and heavy calcification in the common femoral artery. Atherectomy was used to treat the lesion. The nav6 was advanced on a non-abbott nitinol guide wire through the vessel with no issues noted; however, the retrieval catheter could not retrieve the filter. The filter was pulled slightly, but due to the heavy debris could not be retrieved. Then, the filter was pulled harder and the filter separated. The patient was stable sent to hospital for minor surgery to remove the filter. The patient was discharged the next day. There was no clinically significant delay in the procedure. No additional information was provided.